Event description:
It was reported that the atrial lead exhibited a high thresholds. The lead has been presumed to be replaced with competitor products. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.